Event description:
As reported, the 4mm 30cm saber percutaneous transluminal angioplasty (pta balloon could not fully revert to the original status. The procedure was completed with a non-cordis balloon. There was no reported injury to the patient. The product was stored properly according to the instructions for use (IFU). There were no difficulties removing the product from the hoop, the protective balloon cover, the stylet, or any sterile packaging components. No kinks or other damages were noted prior to inserting the product into the patient. The device prep maintained negative pressure. The intended procedure was arteriosclerosis obliterans of the lower limbs, with the lesion being mildly calcified, having 70% stenosis. The device was not used for chronic total occlusion (cto). The same indeflator was successfully used with other devices. The catheter was not in an acute bend, and the balloon catheter did not kink during use. The device will be returned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, the 4mm 30cm saber percutaneous transluminal angioplasty (pta balloon could not fully revert to the original status. The procedure was completed with a non-cordis balloon. There was no reported injury to the patient. The product was stored properly according to the instructions for use (IFU). There were no difficulties removing the product from the hoop, the protective balloon cover, the stylet, or any sterile packaging components. No kinks or other damages were noted prior to inserting the product into the patient. The device prep maintained negative pressure. The intended procedure was arteriosclerosis obliterans of the lower limbs, with the lesion being mildly calcified, having 70% stenosis. The device was not used for chronic total occlusion (cto). The same indeflator was successfully used with other devices. The catheter was not in an acute bend, and the balloon catheter did not kink during use. The device will be returned for evaluation.

Manufacturer narrative:
As reported, the 4mm 30cm saber percutaneous transluminal angioplasty (pta balloon could not fully revert to the original status. The procedure was completed with a non-cordis balloon. There was no reported injury to the patient. The product was stored properly according to the instructions for use (IFU). There were no difficulties removing the product from the hoop, the protective balloon cover, the stylet, or any sterile packaging components. No kinks or other damages were noted prior to inserting the product into the patient. The device prep maintained negative pressure. The intended procedure was arteriosclerosis obliterans of the lower limbs, with the lesion being mildly calcified, having 70% stenosis. The device was not used for chronic total occlusion (cto). The same indeflator was successfully used with other devices. The catheter was not in an acute bend, and the balloon catheter did not kink during use. The device was returned for analysis. A non-sterile ¿saber 4mm30cm 150¿ device was received for analysis coiled inside of a clear plastic bag. The device was unpacked for product evaluation. A thorough inspection revealed a kinked condition approximately 47 cm and 104 cm from the distal tip. The balloon arrived deflated without pleating. No other outstanding details were observed. A functional test was performed. An inflator/deflator device was attached to the inflation port, and a balloon inflation test was conducted by applying positive pressure to reach the rated burst pressure. The balloon inflated as expected, with no difficulties or delays, and the pressure remained steady. Negative pressure was then applied, and the balloon deflated as expected without any delays or difficulties. The reported ¿balloon deflation difficulty-partial/slow¿ was not confirmed through analysis of the returned device. The exact cause cannot be determined. The device passed functional inflation and deflation analysis with no difficulties noted. Several kinks on the shaft of the device were noted which can obstruct the smooth flow of fluid during deflation causing the balloon to collapse unevenly; additionally, repeated inflations can make the balloon material prone to pancaking during deflation. The contrast to saline ratio was not provided which may also contribute to inflation and deflation difficulties. Based on device analysis and the information available for review, procedural factors and device handling likely contributed to the reported events. Listed in the warnings in the instructions for use, ¿use only the recommended balloon inflation medium (a 50/50 mixture by volume of contrast medium and normal saline. Prior to angioplasty, the catheter should be examined to verify functionality and integrity, and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Do not use if product damage is suspected or evident. To reduce the potential for vessel damage or the risk of dislodgement of particles it is very important that the inflated diameter of the balloon should approximate the diameter of the vessel just proximal and distal to the lesion. The balloon dimensions are printed on the product label. The compliance table incorporated with the product shows how balloon diameter increases as pressure increases. Use only the recommended balloon inflation medium (a 50/50 mixture by volume of contrast medium and normal saline). Never use air or any gaseous medium to inflate the balloon if resistance is felt upon removal, then the balloon, guidewire and the sheath should be removed together as a unit, particularly if balloon rupture or leakage is known or suspected. Proper functioning of the catheter depends on its integrity. Care should be used when handling the catheter. Damage may result from kinking, stretching, or forceful wiping of the catheter. Forceful handling can result in catheter separation and the subsequent need to use a snare or other medical interventional techniques to retrieve the pieces. Always verify integrity of the catheter after removal.¿ neither the information available, nor product analysis suggest a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the 4mm 30cm saber percutaneous transluminal angioplasty (pta balloon could not fully revert to the original status. The procedure was completed with a non-cordis balloon. There was no reported injury to the patient. The product was stored properly according to the instructions for use (IFU). There were no difficulties removing the product from the hoop, the protective balloon cover, the stylet, or any sterile packaging components. No kinks or other damages were noted prior to inserting the product into the patient. The device prep maintained negative pressure. The intended procedure was arteriosclerosis obliterans of the lower limbs, with the lesion being mildly calcified, having 70% stenosis. The device was not used for chronic total occlusion (cto). The same indeflator was successfully used with other devices. The catheter was not in an acute bend, and the balloon catheter did not kink during use. The device will be returned for evaluation.